Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm while wearing pump in pocket. The customer's blood glucose level was 370 mg/dl and a manual shot was administered, however the customer experienced a low bg (30 mg/dl) and ate to manage the bg level. It was indicated that the customer had alternate insulin therapy available.